Event description:
N/a.

Manufacturer narrative:
Updated fields: d10, g4, g7,h2, h3, h6, h10. Unique device identifier (UDI) : (B)(4). The certas valve was returned for evaluation: failure analysis - the valve was visually inspected; no defects noted. The valve passed the test for programming, occlusion, leaks, reflux, siphon guard and pressure. No root cause could be determined for the problem reported by the customer as the technician could not confirm any functional issues with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up this could interfere with the valve mechanism, but at the time of investigation no functional issues were noted.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the certas valve with anti-siphon device was implanted and removed due to no distal csf flow. The event happened during implantation.